Event description:
Dealer advised part where crank hooks into on the foot section is broken out of box. Dealer advised the plastic casing was busted up and laying in box when it was opened up. Dealer advised hooks were bent on foot section but they straightened them out. Dealer advised no damage to the box.